Event description:
After an implant procedure, the pt reported weakness in the legs. The surgeon believes the location of the implant may be the source of the reported issue. A revision surgery will be scheduled.